Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noted three separations on the catheter shaft; one at 36.5cm, one at 51cm and one at 55.5cm from the strain relief. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a catheter break occurred. A fetch®2 catheter was selected for a thrombectomy procedure, target lesion details are unknown. The catheter was inserted into the body, almost to the coronary artery, when it broke ¿at the stiffer part of the catheter right at the tuohy.¿ no patient complications were reported.